Manufacturer narrative:
(B)(4). Customer complaint notes, stated pump being exposed to scanner. Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime compromised force sensor system test and excessive no delivery test due to motor error alarms. The original motor was removed and replace with a test motor. No anomalies was notice. Problem isolated the motor. Pump history download using thds was successful. However, displayable history crc check failed on startup alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Displayable history crc check failed on startup alarms are due to the pump not having power for a long period of time. Insulin pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to scanner. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.